Event description:
It was reported by the customer that a pyxis medstation system had a drawer failure. The customer stated that the auxiliary drawer 4 lost magnet. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a failed drawer 5 which would not recover. The field service engineer found the magnet missing and replaced the inseparable magnet to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.